Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after a supply change and subsequently experienced hyperglycemia, with blood glucose rising to 262 mg/dl and trending upward about 1.5 hours after a pizza meal; the agent advised monitoring and potential infusion set troubleshooting if levels did not decline. Symptoms included elevated blood glucose without reported systemic or acute clinical effects. Outcomes included no interruption of daily activities, no medical or surgical intervention, and no hospitalization. Investigation included complaint handling and technical support review. Investigation of this case revealed an undetermined cause with possible infusion delivery concern not confirmed. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device malfunction verified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.